Event description:
In a letter received by co on 1/3/2005, attorney alleges pt died when he stopped breathing while using ventilator in his home. Attorney made no specific allegation of malfunction at that time. This attorney subsequently alleged on or about 3/1/2006 in a discussion with co's attorney that the device failed to alarm. No additional detail regarding alleged malfunction available.